Event description:
Pt presented with an abdominal aortic aneurysm, including aneurysm of the right and left common iliac arteries. The trunk ipsilateral was deployed successfully. During attempts to cannulate the contra gate the pt's blood pressure dropped. An occlusion balloon was bought below the renals and inflated. The clinician discovered that the right common illiac aneurysm had burst. The bleeding was controlled and the pt was opened, control was gained of the aorta, endo graft was removed and a hemashield bifurcated graft was placed successfully. Pt was released from the hospital. There was no allegation of product deficiency made by the clinician.